Event description:
This report summarizes 20 malfunction events where a midwest e plus 1:5 high speed contra angle attachment handpiece overheated. 17 events resulted in no injury. 1 event resulted in the patient being slightly burned with no intervention. 2 events resulted in the patient being slightly burned that was treated with ointment applied.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 17 of 20 devices were returned for evaluation. 3 devices will not be returned for evaluation. Evaluation of three devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up.the device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of nine devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. The devices did not heat up during evaluation. The devices were repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. This device had a deformation issue (dent). A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices had debris build-up. A friction problem was identified from pressure on the cap. The devices did not heat up during evaluation. The devices were repaired and returned to the customers.